Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: camera cable was sticky and had an image anomaly. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of image anomaly was due to the malfunction of charged coupled device. However, the probable cause of sticky camera cable and water leakage from the connector section joint could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had water coming out from the connector section joint, a poor watertightness during reprocessing. There were no reports of patient involvement.